Event description:
Unomedical reference number (B)(4). Event occurred in the denmark. It was reported that the patient faced an event of leakage as patient observed air bubbles of different size in the reservoir and the tub on the same day the set was used. The location of leak was tubing. There was no stress or pull reported on the tubing. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: denmark.